Manufacturer narrative:
Result: the pxslim microcatheter is fractured approximately 2.5 cm from the hub, 49.5, and 66.0 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The compliant indicates after deploying eight coils; the physician was removing the pxslim microcatheter from the body and the catheter fractured. Evaluation of the returned pxslim microcatheter confirmed a fracture in the catheter shaft at approximately 49.5 and 66.0 cm from the hub. The catheter was also kinked 2.5 cm from the hub. Based on the description of the product issue and the procedural details, it appears that the catheter functioned correctly when delivery the coils. The root cause of the damage observed cannot be determined based on the description of the event. Damage such as this would have been obvious when it occurred due to the tensile force necessary to break the catheter shaft material. The break sites show evidence of stretched and deformed material indicating that the catheter was pulled with a force in excess of the tensile strength of the material, causing the material to stretch and eventually yield entirely. The kink at the proximal end of the catheter was likely due to improper handling of the catheter during removal from the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the right internal carotid artery (ica) using the px slim delivery microcatheter. During the procedure, upon removing the catheter, it fractured. The physician did not feel any resistance during embolization. The operation was succeeded with another catheter. After the operation the patient's condition was well. Physician's comment: I look back now and find that after the detachment of the coils, the hypotube rolled cylindrically. I question if it was stretched and kinked due to a damaged lumen? I believe that I did not kink the catheter during the procedure. I wonder it got damaged inside the y connector.